Event description:
The customer reported that the device 130188 electrosurgical suction coagulator, 10fr was being used and ¿on (B)(6) 2026 upon pulling the surgical drapes off of a tonsillectomy patient, it was noted that the patient had burns on both corners of the mouth. Triple antibiotic ointment and steroids were given. Bovie machine was sent to be checked out. Bovie pad and pencil are being sent off to be checked as well.¿ further assessment has been attempted; however, no response has been received to date. The 410-2000 surefit, dual dispersive electrode, contact quality monitor will be listed as a concomitant device and there was no allegation against it. This report is being raised due to the reported injury of unknown degree of burns to the patient.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.